Manufacturer narrative:
Batch review performed on 16 sept 2024. Lot 2307914: 50 items manufactured and released on 19-may-2023. Expiration date: 2028-04-25. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been sold with no similar reported event during the period of review.

Event description:
At about 1 year from the primary, the patient came in due to signs of infection and the pathogen is unknown. The surgeon performed a washout and poly swap. The surgery was completed successfully.